Event description:
It was reported that intermittent temperature alarms occurred while the battery was charging. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 270-271 mg/dl.

Manufacturer narrative:
Device not returned.